Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left circumflex artery. A 3.00x38mm promus element¿ plus drug-eluting stent was advanced and successfully deployed. However, after post dilation, a distal edge dissection in the distal part of the 3.00x38mm promus element¿ plus stent was noted. A 3.0x24 promus element drug-eluting stent was deployed distally in an overlapping manner to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was fine and stable.